Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered inappropriate mode switches. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.